Manufacturer narrative:
The customer contacted a siemens customer care center and stated that they performed sample probe angle test, which passed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and proactively replaced the water pump. The cse ran a water test, which passed and verified functioning of the instrument. A siemens headquarters support center (hsc) specialist reviewed the information provided by the customer and the service report. There were no issues with quality controls and additional patients. The hsc specialist stated that even though the water pump was replaced, it is unlikely that its malfunction caused the issue. The hsc specialist also stated that pre-analytical sample handling issues such as fibrin cannot be ruled out as the sample was not removed from the system. The cause of the discordant, falsely elevated hcg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower and matching the clinical picture of the patient. The customer then repeated the sample five times and all results matched the first repeat result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated hcg result.